Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the bending angle on left direction was out of standard value. In addition to adhesive on bending section cover had foreign objects due to insufficient cleaning, additional findings were as follows: air/water cylinder had discoloration; suction cylinder had discoloration; due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity could not be obtained; mouthpiece was loose; image guide protector had a cut; light guide lens had a crack; and the connecting tube had a wrinkle and a dent. The following device components were found to have a scratch; grip, switch box, control unit, scope cover; right/left knob, plug unit; and connecting tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the bowden cable on the evis exera iii gastrointestinal videoscope was loose/defective. The event occurred during reprocessing. There was no patient harm associated with the event. The device was evaluated, and it was found that the adhesive on bending section cover had foreign objects. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.